Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported the system would not boot. There is no report of death or serious injury associated with this complaint.